Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax#: (B)(6). Investigation summary: sixty samples were received for investigation by our quality team. All product was visually inspected, there was no damage noted in the plunger rod or other components that could have caused a leak and all stoppers were verified to be properly assembled onto the plunger. A device history review was performed for the reported lot 2006305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Twenty of the unused samples were used to perform leakage testing, in all case the product functioned properly and no leakages occurred. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: since no manufacturing defect can be observed in visual inspection of the sample received and sample received meet iso 7886-1 annex d for leak test, the root cause of the alleged defect cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that syringe 50ml ll leaked on 15 occasions. The following information was provided by the initial reporter: when the syringes are filled with more than 40 ml, a leakage of the syringes could be detected more and more often. The contents in the syringe leaked in large quantities between the cylinder and the plunger, resulting in drug contamination at the workplaces. As a result, we had to completely block the affected batch for production, as neither the product nor the personnel safety of our employees can be guaranteed. Due to the work in a clean room and the immediate need for action in the event of a leak, there are no photos available.